Manufacturer narrative:
(B)(4). Foreign: (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant would not fit properly onto the agc tibial tray. The new implant and old explanted implant were compared and there was an additional plastic tab on the posterior aspect of the implant that had to be removed before successfully implantation. There was no consequence or impact to the patient.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the provided photograph found the bearing/plastic tab is conforming to print specifications. The device was not returned for further evaluation. The DHR was reviewed and no discrepancies relevant to the reported event were found. As stated in the instructions for use, do not modify implants. The root cause of the reported issue of the surgeon modifying the articular surface is attributed to a failure to follow instructions. For the reported mating issue, a definitive root cause cannot be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.